Manufacturer narrative:
Investigation - evaluation: a review of the device history record, documentation, manufacturing instructions, specifications, quality control, and a visual inspection and functional evaluation of the returned device were conducted during the investigation. The visual examination of the returned device noted that the sheath was loose from the fitting. When actuated, the separation was visible. A functional test was also performed, and the handle actuated the forceps to the open and closed positions. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the provided information, inspection of returned product and the investigation, a definitive root cause cannot be determined. Per the quality engineering risk assessment, no further action is required. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The international customer reported that, during a liver biopsy, the forceps in the transluminal biliary biopsy forceps minimal set partially detached from the introducer. However, they were still attached by a small thread. The operator of the device changed the forceps set. No patient adverse events were reported as a result of the reported product issue. The product is reportedly available for return; however, as of the date of this report, no device has yet been received for evaluation.